Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer stated he received a lost sensor signal. Customer discontinued the sensor for a month, which caused his blood glucose level to go low. Paramedics were contacted, at the time of hospitalization the customer's blood glucose was 20mg/dl. Customer stated the caused of this event was due to turning off the sensor, due to the lost sensor alarm and physical activities. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.